Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was solution 20% 2.001 mg of dilaudid (hydromorphone) at 12.002 mg/day with an unknown concentration. Non-reservoir drugs included oxycodone. The reason for use was non-malignant pain and lumbar radiculopathy. It was reported the actual reservoir volume (arv) was greater than the expected reservoir volume (erv) on (B)(6) 2019, but the volumes were unknown. The physician aspirated 8.3 ml¿s more than expected. The rep received a call from a physician reporting a volume discrepancy and he wanted to know possible causes for aspirating more medication from the reservoir than expected. They reviewed the possibility of human error and/or problems with the catheter, and then they reviewed the options for monitoring refills and any change in therapy or getting right into diagnostic studies of the catheter. The cause of the discrepancy was unknown, ¿possible entry error.¿ the physician decided to wait for the next refill to determine if there is a catheter/pump concern. Will consider dye study at that time, if necessary. Further information indicated that the patient was experiencing "withdrawal symptoms" and his "pain is magnified and isn't taken care of it.¿ he has felt like he had the "stomach flu" and he has had cold shivers, chills, running nose, diarrhea more than normal, and he has felt like his health is "deteriorating.¿ he got his pump refilled for the second time "on the 9th" and stated that there is "always 5 1/2 ml of fluid left" and "always 15 ml in the syringe". The patient further clarified that this means that he "didn't receive 9 ml of medication." The report of his pump showed "no error messages." He doesn't know if it "stopped and it is not reported." It was confirmed that the pump is not alarming. He has "3 extra shots per day" and the report didn't show that he did not receive those. His pain level is "always at a 9 or 10,¿ his pain "never leaves that.¿ that this is his life and "that's ok." "Moving, walking, standing, sitting are all things that are limited for me". He used to have pain he couldn't deal with, but now he can deal with the pain level he is at. The pump has "been the difference between me and suicide it's been that good to me." The patient confirmed that he is not currently suicidal and he was referencing a previous time in his life. No interventions were mentioned and the situation is being addressed by the hcp. The patient lives 3 hours away from his hcp so it is difficult for him to travel to his hcp to further investigate the situation. The patient requested to have the pump checked at another hospital, if possible. There were no further complications reported/anticipated.